Event description:
It was reported that a patient was inadvertently given approximately 3 ounces of diluted cidex activated soltuion to drink. The doctor kept a glass of cidex activated solution in the clinic to "disinfect" handpieces. Items would be washed, dipped into the solution and then rinsed. As such, the solution was somewhat diluted with water at the time of the incident. The patient was given the diluted solution to drink by an auxiliary nurse untrained in procedures. The patient was under medical observation for 24 hours and did not receive any other medical treatment.